Event description:
It was reported that the patient presented to the hospital for an unrelated device issue. During the hospital stay, this right ventricular (rv) lead showed pauses on the hospital monitor. A device check revealed noise oversensing and a pace impedance trend that measured greater than 3000 ohms. Additionally, intermittent capture at maximum output, was observed. As a result, the lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.